Event description:
The customer reported a failure to discharge in testing. There was no pt impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in testing. There was no pt impact. The device and involved external paddle set was evaluated at philips. The device passed all testing and there was no trouble found, but the external paddle set was found to be faulty. The customer was notified to replace the faulty external paddle set.